Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl; cause was unknown. Due to the bg level the customer loss consciousness, and experienced a concussion due to falling and hitting head. Customer required paramedic assistance consuming carbohydrates to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospital issue; however, the customer did not respond. No additional patient or event information was available.